Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, pain, neurological deficit disorder. (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel 600cc silicone prosthesis experienced burning and pain begun in (B)(6) 2020, and bilateral rupture post procedure. Patients annual exam and mammogram on (B)(6) 2020 confirmed bilateral rupture and MRI on (B)(6) 2020 confirmed the rupture as well. As a result patient scheduled for removal on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
Additional information received on november 18, 2020, indicated that the patient had partial capsulectomy, lateral capsulorrhaphy, inferior capsulorrhaphy, and bilateral replacements as follow: left replaced with cat#:3506001bc, sn#: (B)(6), and right replaced with cat#: 3506001bc, sn#: (B)(6). Suspect device was received on november 18, 2020. Device evaluation completed on november 23, 2020: during the visual evaluation of the device no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm your reported event. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of a paresthesia may be transient or chronic. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).